Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of the device is 3 years, 3 months. The replaced portion of the percutaneous lead and the explanted device were received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. On (B)(6) 2015, it was reported that the patient experienced a red heart alarm while being supported by the power module. The doctor advised the patient to go to the nearest lvad implanting center and to exchange to battery power. The patient was asymptomatic. A review of the system controller history screen noted pump stoppages and speed drops. X-rays of the percutaneous lead (lead) revealed an area of stressed shielding directly after the distal connector bend relief. On (B)(6) 2015 the manufacturer's technical service representative evaluated the lead. The outer silicone sheath of the lead in that area was removed and the shielding was checked. It was noted that the yellow wire was broken. A continuity test indicated all other wires were unremarkable. No fluid was found inside the lead and there were no indications of additional damaged areas. A percutaneous lead replacement was performed. The pump was subsequently exchanged on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
Examination of the returned external portion of the percutaneous lead found breakdown of the braided shield adjacent to the metal connector and the terminus of the connector bend relief. The yellow wire was fractured 2.5 inches from the metal connector. Electrical continuity testing of the remaining wires revealed no discontinuities or shorts and visual inspection found no insulation damage or wear. Examination of the returned explanted pump found breakdown of the percutaneous lead braided shield approximately 4.5 - 5.5 inches from the pump housing. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. Visual inspection of the wires found a breach in the green wire insulation 4.5 inches from the pump housing. The adjacent wires showed evidence of abrasion against the braided shield but their inner conductors were not exposed. The exposed conductors of the yellow and green wires would have allowed an electrical short to ground while the system was operating on the power module. The electrical short would have caused the low speed events and pump stoppages observed in the submitted system controller log file. The observed damage to both wires appeared consistent with fatigue failure due to repetitive flexing. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.